Event description:
While the patient received tms treatment using the theta burst protocol, the apollo tms machine had a loud explosion that sounded like a bomb went off and it began smoking a lot from inside the machine. The patient complained of increased intensity during the adverse event that cause pain to his head. We had a similar incident occur about 2 months prior to this occasion, where we heard a bang and the machine started smoking from inside. This second incident, however, the bang was louder, and the smoke was more intense than the first incident. The manufacturer, mag and more, suggested to replace a part of the machine, as we did the first incident that occurred about 2 months prior to this one. However, due to our concerns for patient safety, we aren't comfortable using this machine again without more data and information on the full scale of the risks to patients associated with it. We have had the same issue now twice within a few months apart. This machine has less than 200 hours of active use since 2019. We have serious quality concerns due to its frequent high malfunction rate. Those incidents not only caused the safety concerns to the patient and the disruption of the treatment, but also raise the hazards of the combustion and triggering the fire alarm. We have expressed those concerns to the manufacturer since the last incidence and requested that they take the machine back for further investigation and find out the source of the malfunction. We were told that the machine was no longer under warranty, and they can only send the technician to replace the suspected defective electric parts based on the pictures and descriptions that we sent through email. As a mental health clinic, we feel reluctant to test this same repaired machine on our patient again without a thorough investigation and testing by the manufacturer. Event abated after use stopped or dose reduced? Yes; event reappeared after reintroduction? No. FDA safety report ID # (B)(4).